Event description:
A pharmacy reported that a new user of a freestyle papillon vision blood glucose meter (serial number is unknown) received unknown high readings. It was also reported the patient's doctor asked them to increase their insulin dosage. The patient reportedly experienced a hypoglycemic event when they lost consciousness. The paramedics were called, they reportedly treated the patient with glucose (route of administration is unknown), and then transported the patient to a health care facility where they were diagnosed with hypoglycemia and kept being treated with glucose (route of administration is unknown). It was additionally reported that a meter reading was compared to a lab result at the hospital and it was found there was a difference of 100 mg/dl between both readings. However, the readings are unknown. The patient reportedly felt better and left the hospital. There was no report of death or permanent impairment associated with this complaint.

Manufacturer narrative:
As no serial number was listed for the meter, the manufacturer's awareness date was used. The product has been requested back for investigation and a supplemental report will be sent once investigation results are available.